Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The analyzer generated an aspiration error while a sample was being processed on the analyzer. The customer identified a leak from the middle plate on the blood sampling valve (bsv). The leak was approximately 0.5 ml of diluent/blood mixture, and was contained in the bsv drip tray. The operator was wearing a lab coat, eye protection, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, beckman coulter customer technical support assisted the customer to identify the source of the leak as a loose blood sampling valve (bsv). The customer tightened the bsv assembly resolving the leak. The customer verified instrument performance. (B)(4).